Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the philips response center (rc) that the device would not fully power on for use. There was no patient involvement.